Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in buffalo, united states. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, patient bridge and distribution board were replaced. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pumps are using too much power. (E06 and e21 respectively) the issue occurred during procedure. There is no report of patient injury.